Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
The patient was taken to hospital by ambulance because he was feeling dizzy, and when he was checked at the hospital, it was found that the ventricular threshold had risen to 2.5v/1.0ms. The v-lead was implanted in the lbba. Because of the high threshold in the case of av block, it was decided to reposition this v-lead. In addition, the a-lead was replaced because it was accidentally damaged by the doctor during the reoperation. This v-lead was replaced because an abnormality was found in the extension of the screw during the reoperation.